Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed that 1814 error code was recorded in history but not 1720. During investigation, power up of the pump found 1814 error code but not 1720. Ran the pump with customer's returned program and was not able to repeat neither of the error codes. Furthermore, the keypad was found to be intermittent during operations and the screen was jumping. Service recommended the motor and keypad assembly to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump exhibited "lec 1814" and had a bad keypad. No patient was involved in this event. No adverse effects were reported.